Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-12990 knee scorpion, batch number 15155796, was received for investigation. Visual inspection of the returned device revealed no apparent issues with its exterior, aside from normal signs of previous use. Functional testing showed that the device's jaw is nonfunctional. When the trigger is pulled to close the jaws, there is no reaction on the device. The most likely cause of the reported failure is mishandling of the instrument by the end user.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a facility representative via (B)(4) that an ar-12990 knee scorpion cut the suture as it passes. This was discovered during a knee arthroscopy procedure with no patient harm. The case was completely successfully with another device.